Manufacturer narrative:
(B)(4). Analysis of the tined lead found that the distal end was severely stretched and the #0 and #1 electrodes were pulled off of the lead. There was also damage to the parylene coating on the distal end of the bent stylet.

Event description:
Additional information received from the healthcare provider, via the manufacturer representative, reported there were signs of infection observed on (B)(6) 2015 around the implantable neurostimulator implant site and the lead insertion site, where they incised to extract the fractured lead. It was noted the infection was related to the procedure. The patient visited the hospital complaining of pain. The wound site was opened and cleaned and antibiotics were administered. The patient was hospitalized to be monitored. As the wound remained opened, it was to be sutured. An additional follow up report will be sent if additional information is received.

Event description:
Additional information received from the healthcare provider reported the lead fracture was not severe and the patient recovered. The tip (electrode conductor) of the lead was fractured. Detailed information on the fracture lead was unknown. The procedure was completed with the use of a new lead conductor. The infection was severe due to prolonged hospitalization for treatment, but the patient recovered on (B)(6)-2015.

Manufacturer narrative:
Concomitant product: product ID: 355018, lot# w60214, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp), via the manufacturer representative, reported the lead was torn from the electrode when placing the lead. Initially, when the introducer sheath with the dilator was inserted into the patient, the hcp felt resistance as the tissue was hard. When passing the lead through the sheath, resistance was also noted. Upon deciding the site to implant the lead, an attempt to pull out the inserted lead was made. Although the tines had not yet been deployed, there was resistance and it was difficult to pull the lead from the sheath. A problem/abnormality with the tip of the sheath was found after pulling both the lead and the sheath out of the tissue. A wire from inside the lead was exposed and the electrode section had "ruptured." Two of the electrodes remained in the body temporarily, but they were removed from the patient's body. The patient's target disease was fecal incontinence. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.